Event description:
It was reported that during a follow up visit, the patient was found to have muscle stimulation on this left ventricular (lv) lead. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. It was noted that this lv lead is a competitor lead. Ts reviewed the lead measurement trends and confirmed the lv pace threshold to be stable. Ts discussed programming options with the hcp. At this time, this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).